Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak ( x4 dropping more 65 psig), when the unit was in standby. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected fields: d4 (version or model #), d5, g1 (contact person ¿ mfg site (B)(6))) a getinge field service engineer (fse) evaluated the unit and confirmed the helium leak. The fse replaced the helium cylinder gasket (o-ring), rear (o-ring) on console and the quick disconnect to correct the issue. The fse performed the function check and calibration. The helium leak test was performed and passed to manufacture specifications. The parts were not available for return. The iabp unit was cleared for clinical use and released to the customer.

Event description:
Na.

Manufacturer narrative:
The service engineer reported that leaking test were performed for the cart and the console. During cart leaking test, more than 3 cylinders were use and there were no issues for the cylinders. The engineer performed the installation of the helium cylinders as per service manual, the connections and parts were inspected and in addition the helium cylinder ( o-ring ) was changed. Furthermore, during console leaking test, the internal tank was filled with helium, the console was pulled out for more than 2 hours and the pressure was the same on x5 it did not drop more than 3. During this test, the rear o-ring was changed on console to cart connector and white grease was placed on it. The engineer inspected all connections in the fill manifold module . No leaks were found and everything was fine. Subsequently. While reconnecting back the console to the car, the x4 readings began dropping rapidly. As per service manual, it should not exceed 65 psig in 5 minutes, but in this case it went above 100 psig. The service instructions were followed very carefully and the test were performed more than 5 times. The repair is not completed. A supplemental report will be submitted as soon as additional information becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak ( x4 dropping more 65 psig). It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.